Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -8.0/2.0/075 (sphere/cylinder/axis) was intraoperatively implanted, removed, and replaced vertically into the patient's right eye (od) on (B)(6) 2023. The problem was resolved. Reportedly, "although both are 12.6 models. However, the height of the horizontal arch is too ight, and it is replaced with vertical placement." Cause of the event is unknown.

Manufacturer narrative:
A4-a6:unk, h6: off-label age<21, (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry, in a microcentrifuge vial, with residue/debris on the product. Visual inspection found the haptic broken. Dimensional inspection found the lens to be within specifications. (B)(4).